Manufacturer narrative:
The lot number was provided for the malfunction and a lot history review was performed. The device was not returned for evaluation. Medical records were provided and reviewed. The investigation is confirmed for filter migration and perforation of the ivc. However, the investigation is inconclusive for filter tilt. A root cause has not been determined. The device(s) was/were labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500j vena cava filter allegedly experienced tilt, perforation and migration. This information was received from one source. This malfunction involved one patient with no consequences. The age of (B)(6) lbs weighing male is unknown.